Manufacturer narrative:
(B)(4). Products returned and evaluated: no defect found with meter. Qc investigation from (B)(4) 2015 indicated that returned strips produced lo reading due to black chemistry being present. Most likely root cause is improper storage of product.

Event description:
Customer's therapist complains of "lo" results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 110-140mg/dl fasting. Verified test strips expire 05/19/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerns:all "l0" results. Justin, the customer's occupational therapist said the customer is getting an "l0" on the meter after repeated blood tests.